Manufacturer narrative:
Mfrs complaint/device analysis: visual analysis of the returned same lot packaged 20120-01 spiros connector recorded no abnormalities and or out of spec conditions. Dimensional evals were performed. The returned 20120-01 spiros female luer and (B)(4) male luer of the mating component met the iso standard luer taper gauge (B)(4). Performance tests were performed on the returned 20120-01 and mating device components. The engineering report documented no attachment difficulties, leakage issues. There were no out of specification conditions or non conformances replicated. Conclusion: there were no performance issues or out of specification conditions on the devices that were returned. Cause of the reported event is unk.

Event description:
Ufmw rec'd. Reporting leakage problems with 20120-01, spiros connector and (B)(4) hospira primary IV tubing set. The report states "...the spinning spiros attached to the x1 bags which are placed in pharmacy was leaking with condensation in the spiros." There were no reported adverse pt/operator consequences. The involved spiros connector and primary mating set was not returned to the MFR for analysis and investigation. The MFR did receive one packaged 20120-01 spiros connector lot # 88-658-yj and one packaged (B)(4) hospira primary IV tubing set.